Event description:
Please refer to medwatch MFR report number: 2954917-2012-00086. This report is for the second device involved in the case. Pt was a (B)(6) female with left middle cerebral artery (l-mca) m1 occlusion. Physician made two passes with a merci retriever v 2.5 soft and one pass with a merci retriever v 2.5 firm for the l-mca m1 occlusion. Pt had a thrombolysis in cerebral infarction (tici) score of 2b after treatment. Hemorrhage at the bifurcation of m1 and m2 was confirmed a day after procedure. Tissue plasminogen activator (t-pa) was not administered during the case. Heparin administration was withheld as a medical intervention. Physician stated that whether the merci devices caused the hemorrhage or not is unk. Physician also stated that the hemorrhage may have been caused due to recanalization.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., patient factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 2.5 soft device could not be reviewed.